Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using an unknown delivery system. A pericardial effusion was noted prior to the procedure, described as circumferential with the largest dimension of 5¿8 mm. At the start of the case, the patient was in sinus rhythm, and the wire was positioned in the left upper pulmonary vein with no multiple wire or sheath exchanges. During transseptal access, a transseptal needle set was used in the setting of a floppy interatrial septum consistent with an atrial septal aneurysm. The transseptal puncture was performed at an inferior-mid/posterior location. During the puncture, excessive movement of the septum toward the left atrium occurred, resulting in perforation of the left atrial wall. The pericardial effusion was not believed to be related to an abbott device and was attributed to the transseptal needle. The complication led to further development of the pericardial effusion; however, cardiac tamponade was not concluded to be present. During the procedure, the patient¿s activated clotting time was 288 seconds, and 8,000 units of heparin were administered, followed later by a reversal agent. There was no reported difficulty with device implantation. Pericardial drainage was subsequently required, and after the patient was stabilized, they were transferred to cardiac surgery for further management. The left atrial pressure at the time of the procedure was 12 mmhg.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.